Event description:
It was reported that during a ptca/stenting treatment procedure, difficulty inflating the balloon was encountered. The express 2 monorail 20 mm x 4.5 mm balloon would not fully inflate at 10 atms on the first inflation in a svg to the diagonal. This vessel was 90% stenosed and calcium was visible via fluoroscopy. The svg was not tortuous, but difficulty crossing the lesion was reported. The physician was able to retract the stent/delivery device out of the pt without incident using a filterwire and cordis 6 fr ima guide. On the back table the physician was unable to fully inflate the balloon. The balloon appeared to be partially inflated on either end, but not in the middle. No additionl info is avaiable at this time. No pt injuries or complications were reported.